Event description:
While performing service contract repair and testing of the device, physio-control observed that the leads-off alarm, to warn of inadequate contact between the patient and the defibrillator, improper electrode adherence to the patient, or dry, damaged, or out of date electrodes, was not in specification for high impedance limits. There were no adverse affects to any patient reported as a result of the device use.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.